Manufacturer narrative:
The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation. No devices received.

Event description:
The customer reported an over infusion. Versed 50mg/50ml was programmed at 1mg/hr at 8:15pm, however the bag was empty in by 8:30pm. The programming was checked and the device was programmed correctly. The amount infused was recorded as 0.15ml. Patient harm is unknown at this time.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. However, the platen was observed to be broken at the upper hinge post. Physical inspection showed the device was in fair condition with the instrument seal intact. The only observed anomalies were a small crack at the lower door hinge, dull iui connectors and a broken platen at its upper hinge pin. Functional testing resulted in the device delivering fluid within specification. The probable cause of the customer¿s report of unregulated flow was a broken platen post at the upper hinge. A platen broken at the upper hinge can cause intermittent unregulated flow depending on how the platen positions itself when the door is closed. The root cause of the breakage was not identified.

Event description:
The customer reported that an over infusion occurred while multiple medications were being administered. A primary line of versed 50mg/50ml was programmed at 1mg/hr at 8:15pm, however the bag was empty by 8:30pm. The pump was checked and the device was reportedly programmed correctly. The amount infused was recorded as 0.15ml. No further sedation medication was administered until the patient was responsive and following commands. There was no lasting harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows that the pump module was programmed to infuse an unspecified medication at a rate of 1ml/hr with a vtbi of 40ml at 8:16 pm on (B)(6) 2018. The user then programmed a delay for 2 minutes and the device went into standby. At 8:18 pm, the user cancelled the delay and started the infusion. At 8:23 pm, the device alarmed twice for patient side occlusion and the user restarted the infusion after each alarm. At 8:24 pm, the user paused the infusion and then channeled the device off. At 8:26 pm, the user restored and started the infusion at 1ml/hr. The user then paused the infusion and restarted it 1 second later. At 8:29 pm, the user channeled the device off. The volume recorded as being infused during this period was 0.124ml. The root cause of the reported overinfusion was not identified. No device was returned for investigation.

Event description:
The customer reported that an over infusion occurred while multiple medications were being administered. A primary line of versed 50mg/50ml was programmed at 1mg/hr at 8:15pm, however the bag was empty by 8:30pm. The pump was checked and the device was reportedly programmed correctly. The amount infused was recorded as 0.15ml. No further sedation medication was administered until the patient was responsive and following commands. There was no lasting harm.

Event description:
The customer reported that an over infusion occurred while multiple medications were being administered. A primary line of versed 50mg/50ml was programmed at 1mg/hr at 8:15pm, however the bag was empty by 8:30pm. The pump was checked and the device was reportedly programmed correctly. The amount infused was recorded as 0.15ml. No further sedation medication was administered until the patient was responsive and following commands. There was no lasting harm.